Manufacturer narrative:
Correction made to a1: ab (previously submitted as unknown). Correction made to a3a: male (previously submitted as ni). Correction made to b3/d10: 6/2/2024 (previously submitted as asku). Correction made to f10/h6: medical device problem codes: replace a0501 with a1203. Additional information was added to b5, d1, d3, d4: catalogue #, d4: unique identifier (UDI) #, f10/h6: component codes, g4: PMA/510k # or bla #, h6, and h11: b5: during follow up, it was clarified that there was a disconnection between the minicap transfer set and the adapter which resulted in a leak. This occurred while the patient was sleeping and connected for therapy. The patient woke up all wet. The patient was prescribed prophylactic antibiotics and the transfer set was replaced. Additional antibiotics were prescribed to the patient. No additional information is available. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of peritoneal dialysis (pd) transfer sets had a separation issue; further described as "transfer sets having been coming apart". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.